Manufacturer narrative:
H6 medical device problem code device in wrong position (a150202) added. Rationale/source " due to technically difficult imaging ventricular access was lost and surgeon unable to re-cross the pulmonic valve, and elected to remove the pump in order to use catheter/wire to regain access to the right ventricle. B1 product problem inadvertently omitted from the initial report.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 46-year-old male patient presenting with a congenital heart disease (dextro-transposition of the great arteries-dtga) with failing systemic right ventricle (rv), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for pre-transplant optimization. It was reported that the patient has a history of heparin-induced thrombocytopenia (hit). During the procedure, the physicians discussed options for alternative systemic anticoagulation including bivalirudin and argatroban, and were aware of activated clotting time (act) goal of 250 for implant. Ultimately, the physicians decided to start bivalirudin infusion plus an additional bolus given prior to sewing on the axillary 8 mm gelweave graft. Anesthesia bolused the patient x 2 with bivalirudin, but the act would not go above 250, with the most recent act prior to implant of 189. Discussed act goal of 250 for pump with the surgeon, but the surgeon elected to proceed with pump placement despite sub-therapeutic act. Anesthesia doubled the patient's bivalirudin infusion rate and re-bolused while the surgeon proceeded with pump placement. The axillary graft and introducer sheath were flushed multiple times prior to implant. Pump was placed and started without issue, but due to difficult imaging, ventricular access was lost and the surgeon was unable to re-cross the pulmonic valve, and elected to remove the pump in order to regain access to the rv. Upon removal of the pump through the axillary graft, a large amount of thrombus was noted within and on the outside of the impella cannula. The surgeon removed the peel-away introducer and found that there was a large amount of thrombus within the axillary graft with poor bleed back from the graft. The surgeon then used a fogarty catheter down the graft to axillary artery towards the innominate artery, and retrograde to the brachial artery and down the arm, to ensure no embolized thrombus. He then irrigated and flushed the axillary graft. Wire access to the rv was obtained and the impella reloaded. The surgeon previously attempted to flush out the impella cannula after removal, but was not confident that there was no residual thrombus within the cannula, and decided to place a new impella. The post-procedure outcome is survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation and can also be attributed to the patient's complex congenital anatomy and underlying medical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.